Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 500 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.